Event description:
The customer reported a bulging of the IV tubing. Per customer: "rn prepared new tubing - ran lactated ringers thru tubing and put tubing in pump. Never started infusion. IV positional - she flushed IV catheter itself with 10 mls saline - pushed nothing through the tubing. Decision then made to d/c IV. Found bulging when opened up pump to remove tubing." The pt's access device was reported as a peripheral IV, 22 gauge, left great saphenous vein. The set was new, no fluids were infused through the set and no IV pushes or flushes were administered through the set. There was no report of pt harm; medical intervention was not required. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be rec'd.